Manufacturer narrative:
Information contained in this report was previously submitted through psr on (B)(6) 2016, (B)(6) 2016, (B)(6) 2017, (B)(6) 2017, and (B)(6) 2018. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture" baker grade unknown, ¿implants are ¿encapsulated', in pain, has been unhappy with the size since implant surgery "and "rippled", "the left side has a crease which is jabbing into their chest bone causing pain, the left implant is bubbling out when they touch it, and the implanting physician did not do a good job and they are unhappy" , ¿bubbling out when they touch it¿ and "has an area that is jabbing against the bone, implant is twisted, it hurts, is encapsulated, feels like a rock, has bacteria, scar tissue and is too big", "not feeling well" but she did not elaborated on specifics¿ "rippling in the cleavage and pain in the cleavage area", "auto-immune disorder and illnesses of which caused me to stop working", and "joint and muscle pain".

Event description:
Patient reported "capsular contracture" baker grade unknown,¿implants are ¿encapsulated', in pain, has been unhappy with the size since implant surgery "and "rippled". Patient reported "the left side has a crease which is jabbing into their chest bone causing pain, the left implant is bubbling out when they touch it, and the implanting physician did not do a good job and they are unhappy." Patient reported ¿¿bubbling out when they touch it¿ and "has an area that is jabbing against the bone, implant is twisted, it hurts, is encapsulated, feels like a rock, has bacteria, scar tissue and is too big." Patient also reported that she is "not feeling well" but she did not elaborated on specifics¿. Patient reported ¿I feel that allergan has made me lose several years of my life" . Patient additionally reported "rippling in the cleavage and pain in the cleavage area", "auto-immune disorder and illnesses of which caused me to stop working", and "joint and muscle pain"; these events are not device related. The device was explanted. This record is for the left side.